Manufacturer narrative:
The customer was advised by the remote service engineer (se) to perform a performance verification test (pvt) on the unit with emphasis on sections that require an alarm. The customer performed the testing before returning the unit to service. The customer determined that the alarm had been turned off due to settings change. The root cause of why the unit did not alarm was due to settings change that had occurred earlier. This setting mode that the ventilator was in did not allow the alarms; therefore, this issue is considered a user error.

Manufacturer narrative:
Report date: 21sep2021.

Event description:
The customer reported that after the transport, unit was being set up but did not alarm as required. The device was in clinical use at the time the issue was discovered. The patient was removed from the unit without any incident. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer reported that the ventilator alarms were disabled somehow. The customer could not duplicate the reported issue. The customer stated that all alarms are working as required. The customer was advised by the rse to perform a performance verification test (pvt) on the unit with emphasis on sections that require an alarm. The customer will perform the testing before returning the unit to service. Customer is taking responsibility to correct/repair the device. No other anomalies were reported.